Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a complaint history review, manufacturing record review, device labelling / IFU review and risk management review could not be performed. If more information is received, this investigation will be reopened. No medical records or evidence have been received on this complaint. The reported event cannot be assessed and a thorough medical assessment cannot be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to hematoma and pain.